Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Sigma universal impaction handle broke during implantation.

Manufacturer narrative:
Conclusion and justification status for MDR: the instrument associated with this event was not returned for examination. The product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.